Event description:
Reporter alleged blood glucose measured 334 mg/dl at 8:12 am, so customer took 15 units of insulin based on the reading. It was stated at 10 am glucose was 354 mg/dl; however, customer had the "shakes, light headed, and generally felt low", however, withheld taking insulin based on the reading but self treated with sprite and ate some food, type not provided. Customer indicated 10 minutes after eating, glucose was 354 mg/dl and within another 10 minutes measured 354 mg/dl again; however, customer continued to eat and drink something every 15 minutes until he felt better. Customer reported afterwards running controls and both levels tested within an acceptable range. No other actions were taken or treatment resulted was reported. A request was made for the return of the suspect device and replacement product was sent.